Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Surgical intervention was performed and the rv lead was explanted and replaced. Tissue was noted in the helix of the rv lead. No additional adverse patient effects were reported.